Event description:
It was reported that the nurse stated they were trying to resume therapy on a patient using arctic sun device. Therapy was turned off when they arrived but now the provider would like to restart therapy. They were getting low flow/air leak alarms and water flow rate (wfr) was 0 l/min. They had tried emptying the pads and disconnecting then reconnecting the pads, but the water flow rate (wfr) was still 0 l/min. Nurse also stated they noticed some water leaking from the bottom of the machine. Had nurse stop therapy, empty pads, and disconnect. Nurse did not notice any more water leaking from device, water reservoir level (wrl) was 4 and no water added. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8 psi, circulation pump command (cpc) was 71 percentage, system hours 10,102, and pump hours 8,614. Informed nurse to make sure all pad tubing was straight with no kinks, when connecting pads, hold only the blue tubing and not the clamp and verify audible clicks. Had nurse connect right chest pad: water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -6 psi, and circulation pump command (cpc) was 100 percentage. Added right leg: water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -4.8 psi, circulation pump command (cpc) was 100%. Added left chest pad: water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -5.1 psi, and circulation pump command (cpc) was 100 percentage. Added left leg pad: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -6 psi, and circulation pump command (cpc) was 100 percentage. Had nurse disable manual control and resume therapy. After a few minutes water flow rate (wfr) was still jumping from 2.6 l/min down to 0.9 l/min, inlet pressure (ip) was -5.4psi, and circulation pump command (cpc) was 100 percentage. Confirmed therapy was started about 3 days ago. Informed nurse it may be the pads, and they can try swapping out the pads. Suggested if they have a second machine to try these pads on another machine first. Nurse noted no leaking from machine at this time. Nurse stated they will need to locate another machine, but they may not be able to swap the machine or pads at this time due to patients condition. Discussed flow rate fluctuation and possibility of it continuing to alarm and stop. Also explained water flow rate (wfr) and heater correlation. Informed nurse to call back if they were able to swap either and have any further issues.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. They had tried emptying the pads and disconnecting then reconnecting the pads, but the water flow rate (wfr) was still 0 l/min. Nurse also stated they noticed some water leaking from the bottom of the machine. Had nurse stop therapy, empty pads, and disconnect. Nurse did not notice any more water leaking from device, water reservoir level (wrl) was 4 and no water added. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8 psi, circulation pump command (cpc) was 71 percentage, system hours 10,102, and pump hours 8,614. Informed nurse to make sure all pad tubing was straight with no kinks, when connecting pads, hold only the blue tubing and not the clamp and verify audible clicks. Had nurse connect right chest pad: water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -6 psi, and circulation pump command (cpc) was 100 percentage. Added right leg: water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -4.8 psi, circulation pump command (cpc) was 100%. Added left chest pad: water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -5.1 psi, and circulation pump command (cpc) was 100 percentage. Added left leg pad: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -6 psi, and circulation pump command (cpc) was 100 percentage. Had nurse disable manual control and resume therapy. After a few minutes water flow rate (wfr) was still jumping from 2.6 l/min down to 0.9 l/min, inlet pressure (ip) was -5.4psi, and circulation pump command (cpc) was 100 percentage. Confirmed therapy was started about 3 days ago. Informed nurse it may be the pads, and they can try swapping out the pads. Suggested if they have a second machine to try these pads on another machine first. Nurse noted no leaking from machine at this time. Nurse stated they will need to locate another machine, but they may not be able to swap the machine or pads at this time due to patients condition. Discussed flow rate fluctuation and possibility of it continuing to alarm and stop. Also explained water flow rate (wfr) and heater correlation. Informed nurse to call back if they were able to swap either and have any further issues. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to resume therapy on a patient using arctic sun device. Therapy was turned off when they arrived but now the provider would like to restart therapy. They were getting low flow/air leak alarms and water flow rate (wfr) was 0 l/min. They had tried emptying the pads and disconnecting then reconnecting the pads, but the water flow rate (wfr) was still 0 l/min. Nurse also stated they noticed some water leaking from the bottom of the machine. Had nurse stop therapy, empty pads, and disconnect. Nurse did not notice any more water leaking from device, water reservoir level (wrl) was 4 and no water added. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8 psi, circulation pump command (cpc) was 71 percentage, system hours 10,102, and pump hours 8,614. Informed nurse to make sure all pad tubing was straight with no kinks, when connecting pads, hold only the blue tubing and not the clamp and verify audible clicks. Had nurse connect right chest pad: water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -6 psi, and circulation pump command (cpc) was 100 percentage. Added right leg: water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -4.8 psi, circulation pump command (cpc) was 100%. Added left chest pad: water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -5.1 psi, and circulation pump command (cpc) was 100 percentage. Added left leg pad: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -6 psi, and circulation pump command (cpc) was 100 percentage. Had nurse disable manual control and resume therapy. After a few minutes water flow rate (wfr) was still jumping from 2.6 l/min down to 0.9 l/min, inlet pressure (ip) was -5.4psi, and circulation pump command (cpc) was 100 percentage. Confirmed therapy was started about 3 days ago. Informed nurse it may be the pads, and they can try swapping out the pads. Suggested if they have a second machine to try these pads on another machine first. Nurse noted no leaking from machine at this time. Nurse stated they will need to locate another machine, but they may not be able to swap the machine or pads at this time due to patient's condition. Discussed flow rate fluctuation and possibility of it continuing to alarm and stop. Also explained water flow rate (wfr) and heater correlation. Informed nurse to call back if they were able to swap either and have any further issues.